Event description:
It was reported that (B)(6) caucasian female patient underwent a breast surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a bilateral rupturing of their breast prostheses by a health professional. As a result, the patient underwent removal and replacement with an unknown implant prosthesis on (B)(6) 2021. Refer to manufacturing report number 1645337-2022-00389 for the contralateral event.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient underwent a breast surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a bilateral rupturing of their breast prostheses by a health professional. As a result, the patient underwent removal and replacement with an unknown implant prosthesis on (B)(6) 2021. Refer to manufacturing report number 1645337-2022-00389 for the contralateral event.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on february 01, 2022. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).